Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the geenen pancreatic stent, gpso-5-9, of unknown lot number was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was opened from (B)(4) (3001845648-2020-00769) to capture the off-label use of the replacement device that was placed in the pancreatic duct to prevent pancreatitis. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. Root cause: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. The physician tried to insert the geenen pancreatic stent (gpso-5-9) into the pancreatic duct to prevent pancreatitis, this is regarded as off label use as the device was used prophylactically. Summary: complaint is based on customer testimony according to the information reported there was no adverse effects to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
On review of the description of event in (B)(4) (previously reported under emdr 3001845648-2020-00769), it mentions that a gpso-5-9 cm stent was re-inserted when the gpso-5-11 was removed. Therefore, the gpso-5-9 cm was also used off-label (prophylactic use). This pr has been opened on (B)(6) 2020 to capture the off label use for the gpso-5-9. The doctor wanted to insert gpso into the p-duct to prevent pancreatitis. As the doctor pushed the gpso-5-11 ((B)(4)) through the visi2 guide wire, he realized that the stent was longer than expected. Because the part that came out into the duodenum was too long, he removed gpso-5-11 and reinserted gpso-5-9 cm. This file is capturing off-label use with the second stent placed (gpso-5-9 cm), to prevent pancreatitis.